Manufacturer narrative:
Intuitive has received the harmonic ace curved shears instrument insert associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.58 inch x 0.10 inch was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The customer provided two pictures of the instrument involved with the complaint. Images of the broken curved blade were provided. The image is consistent with the failure analysis findings of a broken curved blade.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace curved shears instrument was being used to dissect the esophagus. After energy was applied, one of the jaws fell off the instrument and into the patient. The fragment was retrieved during the same procedure with no injury reported. A backup instrument of a different type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon's assistant retrieved one fragment with a laparoscopic instrument during the same procedure. No additional surgical procedure or post-operative testing was required. The instrument was inspected prior to use with no issued identified. The instrument was in use for 4-5 hours for dissection on the esophagus and foregut with no issues reported before the fragment fell. No contact with hard material or intraoperative collisions occurred. No injury or post-surgical complications were reported.